Event description:
Customer's daughter reports lancet did not retract into multiclix device after firing; lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.